Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(6) that an ar-9597-10 angled reamer sleeve and an ar-9599f depth guage full augment were cold welded together. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. No problem found. One unpackaged ar-9597-10 batch 37622051 was received for evaluation. The device was received for evaluation with no other components attached or lodged within it. Visual isnpection revealed scratches lines in the inside diameter as well as the connector. The complaint allegation was not confirmed. Upon evaluation, the device was received without any foreign objects or pieces lodged within it. The most likely cause of the reported failure may be attributed to abnormal use. Specifically, the ar-9599f is not designed to be inserted into the ar-9597-10, and such misuse could result in device malfunction or damage.